Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), quality control data, and visual inspection of the returned device was conducted during the investigation. One used advance 35lp low profile balloon catheter was returned for evaluation. The balloon was inflated and a pinhole was observed at the proximal bond. A document-based investigation was performed. Review of the device history record of the finished product shows three nonconforming events that may contribute to this failure mode. There were no other reported complaints for this lot number. All balloons are 100% inspected prior to release. It was stated that there was vessel calcification. Calcifications can have unexpected sharp protrusions which can damage the balloon and contribute to rupture and/or tear. Based upon the information provided and the characteristics displayed, it is possible that the patient 's anatomy is related to the device failure. However, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
An advance 35 lp low profile balloon catheter was used for a superficial femoral artery (sfa) procedure. It was reported that the balloon would not stay inflated; once the balloon was removed, a pinhole leak was discovered. There was vessel calcification noted but no angulation. Patient outcome was not reported however, there was no medical/surgical intervention performed.